Event description:
After snapping the insert onto the baseplate, a "rocking motion" was noticed between the baseplate and the insert. There appeared to be almost a 2mm gap between the baseplate and the insert on the anterior/medical side. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
The device associated with this report has been lost. If the device is located, the file will be reopened and the device will be evaluated at that time.